Event description:
It was reported that during a prostate procedure, the fiber broke off at 91900j and was not retrieved. A second fiber was used and tip was damaged at 70000j. The case was completed with a third fiber. Patient outcome: "okay." This report is for the second fiber.

Manufacturer narrative:
Reference MFR. Report # 2937094-2013-00435. Fiber analysis: the fiber cap was found to be attached and intact, however drilled through and exhibiting detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.